Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g1, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black noise with error code b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: black noise with b30 error code (component failure due to stress of repeated use, external factors, or handling.) Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during set up, preparation for a colonoscopy procedure (scope was not connecting or communicating with the tower. The procedure was completed with a different scope.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had error code e315 during set up / inspection for use. There were no reports of patient harm.